Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced a shocking or jolting sensation in his left leg, which is also target area for stimulation. The patient noticed shocking mostly when he was moving. The shocking only occurs on left side and the right side stimulation was fine, though not covering his pain as well as he could like. The patient had good stimulation for approximately 1 week post-implant and then started to get shocking. The hcp indicated that this was a direct connect between lead and the device. All impedance measurements were normal. An x-ray revealed that leads had not moved and were not touching.